Event description:
Inability to produce any stimulation by the implanted spinal cord stimulator. The generator problem was ruled out. Pt developed severe pain and escalation of their symptoms and severe disability. Add'l surgery had to be performed which revealed shredding of the leads and corrosion of the system.